Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a absorbable antibacterial envelope implanted with a cardiovascular implantable electronic device (cied) system and the patient developed an infection. No further patient complications have been reported as a result of this event.